Manufacturer narrative:
A sidecom board was sent to the facility to repair the bed. The facility has not completed repairs.

Event description:
Alleged the bed exit was armed and when the patient left the bed, the alarm sounded locally, but did not send a nurse call. The facility's maintenance indicated this occurs intermittently.